Event description:
It was reported that during a remote follow up, noise suspected to be due to electromagnetic interference (emi) was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.